Manufacturer narrative:
(B)(4). Date sent: 11/10/2022 DHR - an analysis of the product could not be performed since a physical sample was not received for evaluation. The manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product is received at a later date, the investigation will be updated as applicable.

Event description:
See attached user facility medwatch.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information received: please see attached user facility medwatch 3902560000-2022-8109. Device comes in two parts that need to be fit together. Tissue goes in jaws and only supposed to fire when both portions together and locked. The tissue was prepared, and scrub tech handed both parts to the surgeon. They were ready to put together but hadn¿t locked it in place. The stapler fired releasing all the staples. Didn¿t cut anything. The staples were straight. Then had to pick the straight staples out of the abdomen. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.